Manufacturer narrative:
Device evaluation summary: upon receipt, the device was visually inspected, and red residue was found inside the pebax. There was some bending observed towards the distal tip of the catheter. An electrical test was performed, and the catheter was found within specifications. However, the thermocouple values were found out of specification. Failure analysis was performed, and it was found that there was an electrical intermittence in the tip area, creating the temperature issue. Scanning electron microscope (sem) analysis was performed on the damaged area of the catheter, and the results showed evidence of mechanical damage, stress marks and a hole on the surface of the pebax. It is possible that the damage was generated by contact with an unknown object. No other anomalies were observed. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. During the manufacturing process, all catheters are inspected for visual damages prior to packaging. On-line inspections and functional tests are in place to prevent catheters with this type of damage from leaving the facility. The customer complaint was confirmed. Thermocouple failure is detectable in production, however, the wires can break intraoperatively as a result of device manipulation. This failure does not represent any patient safety impact. The root cause of the damage to the pebax cannot be determined, since there is evidence that the device was manufactured in accordance with documented specification and procedures. (B)(4).

Event description:
It was reported that a patient underwent an ablation procedure for atrial fibrillation with a thermocool smart touch bidirectional sf catheter where the temperature values were lost intraoperatively. When the temperature values were lost, ablation was no longer possible. A cable change did not resolve the issue, so the catheter was exchanged, and the procedure was continued. There were no patient consequences as a result of this issue. If the temperature is lost and ablation cannot be performed, the likelihood that this could cause or contribute to an adverse event is remote. As a result, this event was assessed as not MDR reportable. On 7/23/2018, the biosense webster failure analysis lab (fal) received the device for evaluation. Red residue was observed under the pebax approximately 1 cm from the distal tip of the catheter. Furthermore, the tip was bent at the pebax sleeve approximately 0.6 cm from the distal tip of the catheter. The potential that these issues could cause or contribute to an adverse event is also remote. As a result, these findings did not change the MDR reportability of this event. On (B)(6) 2018, fal found evidence of mechanical damage, stress marks, and a hole on the surface of the pebax. Exposure to the internal catheter components presents a potential patient risk, making this an MDR reportable finding. The awareness date for this submission has been set to (B)(6) 2018, the day the reportable findings were discovered.